Event description:
The rptr did back to back blood glucose tests for parent, using separate fingersticks, within 10 mins of each other. The results were 375, 232, 272 and 312 mg/dl. Rptr's parent did not have any symptoms. A control solution test was not done due to lack of supplies. On follow-up, it was confirmed that rptr had checked the confirmation dot for enough blood. No harm was alleged.